Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-09066. It was reported that jailing of the vessel and dissection occurred. The target lesion was located in a bifurcation of the left anterior descending (lad) artery. After a 6f mach1 guide catheter was advanced to cross the lesion, a synergy¿ drug-eluting stent was advanced to treat the lesion. The stent was deployed, however, it was noted that the diagonal branch started to close. The guide wire was advanced to the diagonal branch and the physician was dilating with the balloon when a dissection was noted at the ostium of the diagonal. The diagonal branch 'shut down' and the patient was transferred for open heart surgery.